Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") and autoimmune disorder ("autoimmune disorder") in an adult female patient who had essure (batch no. 915888) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hydrothermablation". The patient's concurrent conditions included chronic cervicitis, uterine cervical squamous metaplasia, adenomyosis, leiomyoma nos and uterine adhesions. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), rash ("skin rash"), abdominal pain lower ("cramping"), alopecia ("hair loss") and abdominal distension ("bloating"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, rash, abdominal pain lower, alopecia and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, autoimmune disorder, pelvic pain and rash to be related to essure. The reporter commented: trailing coils: left 5, right 6 concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") and autoimmune disorder ("autoimmune disorder") in an adult female patient who had essure (batch no. 915888) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hydrothermablation". The patient's concurrent conditions included chronic cervicitis, uterine cervical squamous metaplasia, adenomyosis, leiomyoma nos and uterine adhesions. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), rash ("skin rash"), abdominal pain lower ("cramping"), alopecia ("hair loss") and abdominal distension ("bloating"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, rash, abdominal pain lower, alopecia and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, autoimmune disorder, pelvic pain and rash to be related to essure. The reporter commented: trailing coils: left 5, right 6. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs and mr received: new reporters, patient demographic information, product indication, lot number, new event medical device monitoring error added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), rash ("skin rash"), abdominal pain lower ("cramping"), alopecia ("hair loss") and abdominal distension ("bloating"). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, rash, abdominal pain lower, alopecia and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, autoimmune disorder, pelvic pain and rash to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.